Event description:
It was reported that the customer had changed the infusion set and had a quarter of insulin left. Customer stated that her belt clip broke. Customer stated that she pulled out the plunger and when she tilted the plunger, insulin started coming of the cannula. Customer stated that she began pulling insulin into the cannula from the vial and only filled for a quarter. Customer put it back in the pump and filled up the tubing. Customer's blood glucose level was 240 mg/dl. Customer stated that they are unable to exit the preparing to prime loop. Customer stated that they received a 2nd series of beeps after holding down the act button. However, once the customer pressed the act button, she was kicked back to the disconnected message. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.